Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after the implant procedure, the left ventricular lead had intermittent capture. Av optimization was done, which improved the desynchrony, and left ventricular capture management was turned off. The lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.